Manufacturer narrative:
Corrections: section h6: device codes (fdd/annex a): eval code result (fdr/annex c): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer¿s comment that, during a patient session with the specific device, the ¿hold¿ button remained active even after the finger was removed, resulting in a continuous decrease in stimulation voltage. However, the reported issue of the stylus not working was confirmed. It was further noted that the upper hinges were broken. The left and right keyboard hinges were broken. It was further noted that the cord bay was broken. The media door was broken. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a programming session for a can replacement, an issue was encountered with the programmer while performing threshold tests. When the finger was lifted off the screen after loss of capture occurred, the programmer continued the threshold test autonomously, delivering stimulation at decreasing voltages for approximately 5 to 10 beats without achieving capture. The test could not be stopped manually. This issue happened multiple times during different threshold tests with both the old and new cardiac resynchronization therapy defibrillator (crt-d) devices. Additionally, the programmer¿s stylus had not been working and was operated using the touchscreen. The patient was not pacemaker-dependent at the time of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.